Manufacturer narrative:
(B)(4). This device was manufactured from may 16, 2014 - may 17, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during infusion. The device was filled with 4800 mg fluorouracil in 230 ml sodium chloride. The infusion was expected to last 46 hours; however, at the end of the infusion period the reporter stated that the device had underinfused ¿by up to approximately 90ml.¿ there was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.